Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in neurosurgery the intra-aortic balloon (iab) was inserted. After 24 hours of intra-aortic balloon pump (iabp) therapy the pump alarmed "small helium leak alarm" approx every 5 minutes. No blood was noted in the helium line. The iab was removed and not replaced. The pt had multiple organ dysfunction and expired. According to the md, the pt did not pass away due to the iabp treatment. Add'l info received on (B)(4) 2011 by the sales rep stated that "the iab was inserted prior to the start of surgery on ward by physician who is a neurosurgeon as well as a cardiologist."